Event description:
In (B) (6) 2009, pt underwent surgery in the right leg. By chance, it was seen that the left knee prothesis was luxated. A closer examination of the left knee found a breakage of the lps hinged tibial insert bearing.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.